Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet. Customer changed the pump charging supplies but the issue persisted and the pump was unable to be charged. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.